Event description:
It was reported that an ilet user experienced an insulin leak within the pump after a cartridge and set change with a reported blood glucose of 400 mg/dl, noted the odor of insulin, and subsequently could not proceed with the rewind or fit a new cartridge until guided through a supply change, with advice to ensure the connector and port were clean and dry; the event involved a leak/splash associated with the reservoir. Customer care provided support that included troubleshooting steps with the user. Investigation of this case revealed leakage related to a seal issue consistent with a leak/splash at the reservoir component. No clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.